Event description:
The surgeon reported a system message displayed. The surgery was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and a bad connection on the source cable was found. The source cable was replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.